Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to severe posterior leaflet adhesions, scarring and retraction resulting in severe regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and one month post implant of this 28mm mitral annuloplasty band, the band was explanted and replaced with a 27mm bioprosthetic valve. The reason for replacement is unknown. No additional adverse patient effects were reported.